Event description:
Per the clinic, the device was explanted on (B)(6), 2011, due to a cerebrospinal fluid leak and cochlear aplasia. Reimplantation is planned but has not taken place at the time of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).